Event description:
During follow-up, loss of capture, low pacing impedance, and noise leading to oversensing were observed on the right ventricular (rv) lead. Lead damage was suspected but was not confirmed visually. Lead revision was anticipated to resolve the event. The patient was stable and will continue to be monitored. There were no adverse consequences.